Event description:
Hcp reports pt presented in 2004 with a granuloma. The symptoms included paresthesias described as right leg weakness, slight numbness in right groin, numbness in 3 toes, and tingling in their calf. The pt was also "chronically constipated." The mass was diagnosed in 2004 via thoracic/lumbar myelogram CT which showed an extramedullary mass at the t8 level, right side, dorsalateral. The pt had a thoracic/lumbar MRI also performed in 2003 with unknown results. The catheter and mass were removed in 2004. The catheter tip was sent to hosp pathology for analysis. Pathology findings report a benign, inflammatory tissue with necrosis. Postoperative diagnosis is morphine catheter tip granuloma. The pt's condition is reported as stable.